Manufacturer narrative:
Zoll medical canada evaluated the device. The reported malfunction was confirmed and attributed to a disconnected cable connector on the inverter board. The cable connector was reseated on the inverter board to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.